Event description:
Reporter indicated that a vns (B)(4) handheld computer was frozen on the interrogation screen. After letting the computer fully charge, the screen freezing resolved and the computer performed as intended. The computer will not be returned.